Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. He was admitted to the hospital with a blood glucose >500mg/dl and ketones, he was treated with IV fluids and insulin. The reporter states that the pump gave no alerts or alarms, but the reporter did state, "louie's pump is half broken off, but states it has been working". The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.